Event description:
It was reported by the patient that the infusion site was leaking. Prior to contacting support, the patient replaced the infusion site and resumed insulin delivery. Investigation indicated that the infusion site was not properly seated in the patient's skin, resulting in leakage and bleeding at the insertion site, which subsequently contributed to elevated blood glucose levels. The patient's blood glucose level increased from 302 mg/dl to 311 mg/dl during the event. There was patient involvement; however, no harm or adverse effects were reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.